Manufacturer narrative:
On site functional and visual examination was performed by a manufacturer representative. The power converter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The power converter failure was analyzed. Functional testing determined that there was a short in the component causing the reported event. Concomitant medical products: other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when powering down the system the image acquisition system (ias) would not completely power off.